Event description:
The customer reported that the therapy port was loose on the device. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported that the therapy port was loose on the device. There was no report of pt impact or involvement. Philips evaluated the device and verified the symptom. The therapy port was replaced to resolve the issue.